Manufacturer narrative:
Investigation determined that carry-over contamination from successive runs can occur if the end-user stores the dad (direct amplification disc) vertically (i.e. On edge). Storage of the dad in any vertical position after initial use has a potential of allowing fluid to travel back through the channels and contaminate other unused wedges. This may result in obtaining false positive results. The product insert warning and precautions section has been revised to include the following item: "after each use store dad discs flat with the numbered foil side up". (B)(4).

Event description:
The customer reported that they had a run in which both positive and negative controls values were invalid. Upon repeat, the controls were valid. The testes were performed with a dad disc that had been previously used. The assay did not involve pt samples, so no results were reported to the doctor. The product insert was revised to advise the end-user that "after each use store dad discs flat with the numbered foil side up".